Event description:
Received a report from company's international distributor indicating they had been contacted by a physician who had treated a pt that had presented with a blood stained discharge. Upon examination, places of the tampon pledget were removed. As a precautionary measure the pt was treated for a possible infection. Pt has fully recovered without further incident.